Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa used device to first harvest radial artery then the saphenous vein, during the last part of the procedure he notice the end of the cutting tip looked loose. He was able to finish procedure and remove in one piece without incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa used device to first harvest radial artery then the saphenous vein, during the last part of the procedure he notice the end of the cutting tip looked loose. He was able to finish procedure and remove in one piece without incident. The hospital did not report any patient effects.